Event description:
It was reported that patients felt electrical shock-like sensations all the time from the stimulation which worsened with movement. Patient also experienced muscle pain that is different than their therapy. The patient underwent an early trial lead pull procedure and was doing well post operatively. The explanted devices will not be returned.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7264570 UDI:(B)(4).

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in block d6b. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7264570 UDI: (B)(4).

Event description:
It was reported that patients felt electrical shock-like sensations all the time from the stimulation which worsened with movement. Patient also experienced muscle pain that is different than their therapy. The patient underwent an early trial lead pull procedure and was doing well post operatively. The explanted devices will not be returned.

Event description:
It was reported that patients feel electrical shock-like sensations all the time and got worsened. Patient also experienced muscle pain that is different than their therapy. The patient underwent a trial lead pull procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7264570. UDI: (B)(4).